Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor also, unable to perform basic occlusion, occlusion, excessive no delivery test due to a33 alarm. The insulin pump passed self-test, a21, displacement test and all operating measurement currents were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was giving a no delivery alarm and a compromised force sensor system alarm. Customer also received a compromised force sensor system alarm. Customer was changing out the infusion set and when she tried to rewind the pump, she had an issue. Customer's blood glucose was over 200 mg/dl at the time of the incident. Customer stated that she is unable to describe any damage to the drive support cap. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that she is on an old pump and she got no delivery alarms on both of her pumps. Customer declined troubleshooting for the alarm on both pumps. Customer is not at home and is using her old pump.